Manufacturer narrative:
The instrument was returned and evaluated. As per the customer reported complaint, failure analysis discovered that a piece of the proximal clevis circumference was broken off and not returned with the instrument. There is no indication from the customer that the missing fragment separated from the instrument during a procedure. Failure analysis investigation also found evidence of arc tracking on the instrument gooseneck. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure. This case is being reported due to the evidence that the instrument may have arced during previous surgical use.

Event description:
It was reported that the permanent cautery hook instrument was broken. No further problems were alleged. No pt harm, adverse outcome or injury was reported.